Manufacturer narrative:
B5: follow up information was received from the surgery center stating that the suction issue occurred after applanation but before the laser treatment was initiated. Therefore, this event is no longer reportable. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. Product testing and a review of records related to the pi device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The surgery center reported a suction issue that occurred after applanation with injury/surgical intervention and an electronic procedure lost. It was reported that the procedure was completed successfully with a new patient interface (pi). Despite attempts at follow up, no additional information was able to be attained. This is 1 of 2 reports.